Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when penetrating the obturator membrane and muscles on the patient's left side, the surgeon felt unusual resistance. The surgeon was not able to perform the procedure on the patient's right side. The device was removed and the procedure was successfully completed with a second device. The surgeon opines that the white tip at the end of the needle may have been bent and did not go smoothly through the tissue. Post-operatively, the patient experienced more pain than expected and was given pain medication.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.